Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw a power on reset (por) message on the implantable neurostimulator recharger (insr) on saturday. They were able to clear the message and charge the ins. Their manufacturer representative (rep) redirected them to call patient services for further troubleshooting. During the call, they connected with the patient programmer (pp) and the pp showed 'on' and 'ok'. They connected with the recharger again and they did not see the por message. They saw elective replacement indicator (eri) on the recharger. They were able to clear it and saw the normal charging screen. They tried to connect with the pp again and saw 'on' and 'ok'. It was recommended they speak with their healthcare provider (hcp) and/or rep to see if the messages would show on the tablet. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the cause of the por was unknown. The eri message was also seen on the clinician tablet. The physician extended the battery life to 2027 and this resolved the messages.